Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation introduced a downstream occlusion multiple times while running a loaded set with the unit detecting the occlusion each time and auto restarting when the occlusion was removed. The unit was tested and found to pass. An assignable cause was unable to be determined and therefore, no corrective action was required.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during biomed testing. It was also reported there was no patient involvement.